Event description:
An implantable pulse generator and lead were returned to the manufacturer from a competitor with no information. Information obtained from the manufacturer's database indicated that the patient died ten days after implant. The cause of death has been requested, but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.